Event description:
Fire department went on a rescue attempt. When they arrived they attempted to place the electrodes. The fire fighter stated that the AED stayed in the "place electrodes" mode. Questioned customer about electrode placement, was the patient very hairy, was the blue liner on. Customer stated "he did leave the blue liner on the first time and was not very clear about the electrode placement." Customer stated that the female patient was pretty large. After the rescue attempt, customer put a new set of electrodes in and the AED worked correctly. On jan 11 rptr stated that the firefighter on the rescue said to him that "he found lots of sticky gel on his pants" after the rescue attempt.